Event description:
Event description guidant received information that during remote interrogation this cardiac resynchronization therapy defibrillator (crt-d) recorded a low intrinsic r wave amplitude on this defibrillation lead shortly after implant. New information received indicates that the low amplitude resulted in loss of capture. The lead was surgically abandoned and replaced. The physician stated that there was no allegation aganist the lead rather the issue was patient condition.